Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: the pump was manually suspended on (B)(6) 2014 at 07:04 and manually resumed at 08:34. The pump was also manually suspended on (B)(6) 2014 at 20:33; manually resumed at 21:05. The black box revealed a manual time change on (B)(6) 2014 from 00:49 to 23:49. The pump was exercised 24 hours using the returned battery and cartridge caps with no errors, alarms or warnings emitted. The total daily doses correctly added up and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be delivering within required specification and delivering accurately. The original complaint could not be confirmed or duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 297 mg/dl with polydypsia associated with an inaccurate delivery issue. Troubleshooting was unable to be completed at the time of the call. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.